Event description:
It was reported that during a tumor removal procedure at the user facility, the camera did not connect during the system setup stage and there was no light illumination on the face of the camera, causing a 30 minute delay. It was reported that additional anesthesia was administered to the patient while a backup device was obtained in order to complete the procedure. It was reported that the procedure was completed successfully and that there was no harm to the patient and no medical intervention.

Manufacturer narrative:
The complaint was not confirmed. Based on the fact that the system was not returned for investigation, it was not possible to reproduce the reported event.

Event description:
It was reported that during a tumor removal procedure at the user facility, the camera did not connect during the system setup stage and there was no light illumination on the face of the camera, causing a 30 minute delay. It was reported that additional anesthesia was administered to the patient while a backup device was obtained in order to complete the procedure. It was reported that the procedure was completed successfully and that there was no harm to the patient and no medical intervention.

Manufacturer narrative:
Additional information will be submitted once the quality investigation has been performed.